Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), during a valve in valve procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, an esheath slipped out during catheter removal and a new esheath was prepped and advanced to regain hemostasis and continue with case. However, the operator was unable to cross surgical valve with initial system. According to the fcs the device was getting caught on distal tip of sheath. Device was not able to fully re-enter the sheath, nor would it track through the leg vessels for removal, thus, to prevent vascular injury, the team opted to deploy valve in patient's descending aorta, patient tolerated the procedure well. It should be noted that extreme measures were taken in attempt to cross, including partial inflation of the delivery balloon, which likely lead to inability to re-enter esheath. There was no vascular injury occurred, however the undeployed valve was deployed in a non-target location. There was no blood transfusion was required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: calcification and tortuosity present in patient's access vasculature and tortuosity present in patient's aorta. Additionally, fluoro imagery was provided and valve interference with sheath distal tip was observed. Inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed: instruction for use (IFU) for commander delivery system with s3/s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified and no IFU/training deficiencies were identified. A risk assessment was performed on the reported event and reveal no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed as neither the complaint device nor applicable imagery were provided. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the DHR and lot history was unable to be performed as the lot number was not provided. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, "the operator was unable to cross surgical valve with initial system." Provided imagery shows tortuosity in the patient's aorta. Tortuosity in the patient's aorta can create non-coaxial crossing angles, which may cause the distal end of the catheter with the crimped thv to interfere with the preexisting bioprosthesis. This can contribute to the reported difficulty when attempting to cross the native annulus. A definite root cause is unable to be determined at this time. However, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. Furthermore, the complaint for difficulty or inability to withdraw system with valve through sheath was confirmed through provided imagery. However, the presence of a manufacturing non-conformance was unable to be determined. A review of the complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the DHR and lot history was unable to be performed as the lot number was not provided. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, "according to the fcs the device was getting caught on distal tip of sheath. Device was not able to fully re-enter the sheath, nor would it track through the leg vessels for removal" provided imagery shows the presence of calcified and tortuous vasculature. Tortuosity in the access vessel can create non-coaxial withdrawal angles. Additionally, the presence of calcification in the access vessel can result in the creation of sub-optimal angles during delivery system withdrawal, which may also lead to non-coaxial alignment. It is possible that the non-coaxial withdrawal configuration may have resulted in the crimped valve catching on the sheath tip, contributing to the withdrawal difficulty reported. Additionally, it was reported "it should be noted that extreme measures were taken in attempt to cross, including partial inflation of the delivery balloon, which likely lead to inability to re-enter esheath." It is possible that the reported partial inflation of the balloon left residual fluid in the inflation balloon that increased the profile of the catheter during attempts at withdrawal through the sheath, contributing to the withdrawal difficulty reported. Partial inflation of the balloon can also lead to partial deployment of the thv, which may have caught on the sheath tip during withdrawal of the catheter with crimped valve, contributing to the withdrawal difficulty reported. Provided imagery shows interaction with the crimped valve and sheath tip, confirming the difficulty to withdraw the system with crimped valve through the sheath. A definite root cause is unable to be determined at this time. However, available information suggests that patient (calcification, tortuosity) and/or procedural factors (excessive manipulation, non-coaxial withdrawal (crimped valve), residual fluid, withdrawal of crimped valve) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.